Manufacturer narrative:
Additional information was received that approximately three months following the valve-in-valve implant, the patient presented with worsening left ventricular function and increased shortness of breath. Angiography showed moderate-severe paravalvular leak (pvl) on the left coronary cusp side of the valve. Subsequently, both transcatheter valves were explanted and replaced with a surgical aortic valve. The explanted valves were discarded. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted due to a deep implant. A second valve was successfully implanted valve-in-valve resolving the pvl. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.